Event description:
It was reported that the bd syringe luer-lok¿ tip had "a strange deformation of the plunger".

Manufacturer narrative:
H.6. Investigation: four photos and one 10ml syringe in an opened blister pack from batch #8183678 (p/n 300912) was received and visually evaluated. It was observed that one of the flanges was almost removed from the barrel with surface scratches extending from it. There were also deep scratches on the barrel near the top, middle, and the tip causing deformations. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the damaged barrel defect is associated with the assembly process.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip had "a strange deformation of the plunger".